Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed a hard error 816. The fse replaced the battery on the patient side cart (psc) to resolve the issue. The system was tested and verified as ready for use. Isi received the battery involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint and also found error 858 (battery/cell voltage is low). Fa installed the battery into a printed circuit assembly (pca) xi test system and it failed while powering up the psc. Fa noted the red and green light emitting diodes (led) were blinking, along an error 858.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report that as soon as they unplugged the patient side cart (psc), to move it into position, they encountered a no battery backup message. The csr informed the isi technical support engineer (tse) that it was an ongoing issue, and would like an isi field service engineer (fse) to come back and further troubleshoot the system. The csr also wanted to confirm that their other two (2) pscs were on the same software level and the surgeon did not want to use this psc with the ¿no battery backup message. The tse reviewed the system logs and confirmed the error(s) 816. The tse also confirmed the other two (2) pscs were on the same software level. The csr then stated that they had to go and grab the other psc for the case. The procedure was converted to another da vinci surgical system with no reported patient harm, injury, or adverse outcome. The following information was communicated by isi technical support, via email: the csr stated that due to this issue happening before, the surgeon did not want to use the psc and wanted to bring in another for this case. The csr wanted to confirm that the other pscs, at this site, were compatible with the vision side cart (vsc).